Event description:
Reportedly, the clips were not loading properly and the when the handle was squeezed, the device caused trauma to the application site due to the lack of clip present. Procedure type: vascular